Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a do not use icon. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer report was not observed in the logs or during evaluation. The customer report was determined to be related to the ECG accessory view and not the electrode pad ECG view or therapy path. The device completed all testing successfully. The customer ECG cable was not returned as part of the investigation. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.